Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable following multiple, unrelated surgical procedures. It is unknown whether the ipg was set to surgery mode prior to these procedures.

Manufacturer narrative:
It was reported that when the patient tried to select the ipg, the message "cannot connect to the generator there was a problem with the generator that could not be repaired". The patient reported multiple surgeries prior to meeting with the rep. The patient does not know if they placed the ipg in surgery mode. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed.